Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 91 mg/dl, and 403 mg/dl. Customer was "feeling funny" with the reading of 403 mg/dl and customer's daughter gave the customer some orange juice. No adverse event reported. Requested return of suspect device and replacement was sent.